Event description:
Edwards received information that five (5) years, five (5) months post implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to mitral valve stenosis. A 26mm transcatheter valve was implanted via transapical approach and tee revealed trace paravalvular leak. This (B)(6) female was transferred to the cvicu in hemodynamically stable condition. Additional information indicates the patient expired on pod #4 due to unknown reasons. No additional details provided.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. No information was provided to edwards that indicated there was a device quality deficiency that contributed to the patient's death. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.